Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision in which the existing reservoir was removed and replaced. During the procedure, it was noted that the previous component had migrated to a spot that caused the device to not function properly; however, once the reservoir was explanted, it functioned appropriately. It was suspected that the component had folded over itself when it migrated, leading to the noted behavior. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.